Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart device uploaded properly using carelink. Device powered up properly after the test battery was installed. Device was monitored for 3 days. No blank display or device heating up anomaly noted. During visual inspection, no physical damage or moisture damage noted on the electronic assembly or on the motor. Device had minor scratched display window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose as well as diabetic ketoacidosis on (B)(6) 2019 at 8 am with blood glucose of 800 mg/dl. The customer also reported that they experienced low blood glucose level and blank display. Customer¿s blood glucose level was 45 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such pain form gastroparesis. The customer treated with the intravenous fluids and food. Customer stated that they insulin pump was overheating and exposed to sweat and the battery compartment was not working and put a new battery in it and it was not working. Customer stated that the side of the insulin pump was cracked. Troubleshooting was performed for damaged. Troubleshooting was declined for high blood glucose level and low blood glucose level. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.